Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. (B)(4).

Event description:
It was reported that patient feels that the device was never fully implanted as it is just below skin layer and is visible. Because of this, the implant is causing discomfort and pain in the neck and generator site. She reports that the device is sliding down and is getting a lot of pain because the lead is being pulled. Patient's neurologist recommended to wait until healing is done but the issue proceeded. It was later reported that patient had a generator replacement due to repositioning and implanting a smaller unit. Product return attempts will not be made as device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Event description:
Provider later reported that the cause of protrusion, migration, and lead pulling sensation was poor implantation. The physician does not believe there was any trauma or manipulation of the device. He is unsure if a non-absorbable suture was used during initial implant and unsure if the surgical intervention was for patient comfort only or to preclude serious injury. No other relevant information has been received to date.